Manufacturer narrative:
The user reported the pdm is not holding charge and also gets hot while charging. A battery was returned with the device. The pdm powered on with no issues using the returned battery. The device was allowed to charge using the returned battery and was not observed to heat up. Inspection of the log files found no signs of the device overheating. The log files show the device remained within the operating temperature specifications. Inspection of the log files found signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 42% to 1% in less than 2 hours. No damages or defects were observed to the battery or the battery compartment. At this discharge rate the battery would not hold a full charge for 48 hours under typical patient use per the design specifications and therefore no further battery life testing is required. Investigation confirms the reported event of the device not holding charge, but the exact cause of the device not holding charge could not be conclusively determined. The device failed to vibrate during the vibration adb test. Inspection of the internal components found corrosion on the vibration motor pcb connection. The corrosion contributed to the failure of the device to vibrate. The exact timing and cause of the corrosion could not be conclusively determined. No other damages, defects, or evidence of corrosion were observed within the device. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot while charging. It was also reported that the pdm is not holding charge.